Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17587. It was reported that the patient¿s one of the leads migrated following a fall. As a result, the patient experienced ineffective therapy. As such, surgical intervention took place to address the issue. During the procedure it was reported that both the leads were scarred at the anchor site. As such, both the leads were explanted and replaced addressing the issue. Reportedly, therapy was restored post op. Note: it is unknown which lead migrated.

Event description:
Additional information received indicates that it was difficult revising just the migrated lead and such both were replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.